Manufacturer narrative:
The reported events of high impedance and stimulation strength settings not being able to be adjusted was confirmed. As received, the octrode lead had a kink where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported the patients lea displayed high impedance which prevented the system from providing stimulation. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Surgical intervention addressed the issue.